Manufacturer narrative:
(B)(4). Results: the product IFU cautions against direct stenting and exceeding stated balloon pressure. Dissection is listed in the product IFU as a complication that may be associated with stenting devices. Conclusion: the product IFU cautions against direct stenting and exceeding stated balloon pressure.

Event description:
The physician implanted a 3.0 mm diameter x 15mm length endeavor resolute rapid exchange (rx) drug eluting in the prox lad of a patient. It was reported that on review of the cine images during the procedure, it was discovered that the ostial lad was dissected and the physician reported that a suspected balloon overhang could have caused the dissection. A second drug eluting stent was implanted across the lms to ostial lad with no issues reported. Post procedure result is good. Please not that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).